Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per report, the cause for the ventricular perforation maybe be due to procedural factors (pushing of the wire during removal). In addition, it is unclear if the perforation was repaired. The information was requested but not forthcoming. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during the procedure of a 26mm sapien 3 valve in the aortic position a lv perforation was observed. The bav catheter was on the guidewire at the time of the event. The perforation happened during removal of the bav balloon and per report during pushing of the wire.

Manufacturer narrative:
Additional information was received. After valve deployment, the patient was treated medically and a pericardiocentesis was performed. CPR was initiated, and the patient required a blood transfusion. Of last communication, the patient is stable. Correction: required intervention to prevent permanent impairment / damage (devices) (b2).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.